Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of vertebral compression fracture involved in the balloon kyphoplasty procedure. Levels implanted- l1. It was reported that intra-operatively, while inflating one of the two balloons in the kit, one balloon burst well before it reached its indicated max pressure of 700 psi or 5cc. Procedure was completed successfully with original products. Labeling was followed throughout the procedure. There were no patient symptoms or complications reported as a result of this event. There was no delay in overall procedure time. Patient is alive and no injury. On 2021-aug-09, received additional information that no ruptured fragments left in the patient¿s body. The balloon was part of the kex202eb kit and no lot number was recorded. No malfunction with the entire products in the kit apart from the balloon. Pressure prior to rupture was in the 300-400 range. Volume prior to rupture was in the 4cc range.